Event description:
Reporter alleged the blood glucose device base unit was damaged as a result of an electrical short. It was stated the contacts on the base unit were melted. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.